Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their ins slipped out of place and needed to be revised and wasn't sure when this occurred because they were also having spinal issues at the same time. They also weren't sure if the spinal issue are related to the device or not, but had two nerve ablations near their tailbone and "sacral area". No further patient complications have been reported as a result of this event.